Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified vessel. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that the distal end of the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.